Event description:
Total left knee arthroplasty performed in 2002. Following surgery, knee remained painful and swollen. Patient reportedly underwent revision in 2002. Operative report indicates that two "almond wafer sized pieces" separated from the anterior surface of the polyethylene insert.